Manufacturer narrative:
A partial lead was returned in one piece measuring 7.2cm. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2019-14837, related manufacturer reference number: 2017865-2019-14840. It was reported the patient deceased. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was cardiopulmonary arrest and heart disease.